Manufacturer narrative:
The device was received from the field with battery voltage near beginning of life level. Electrical and mechanical tests performed under nominal conditions indicated normal functionality. Further evaluation of the output parameters indicates all pacing variable are within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant. No pulse was delivered after implantation of a pacemaker. The doctor suspected that the pacemaker was faulty, and replaced the device. The patient was stable.